Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the right essure device had migrated out of her fallopian tube and could not be located/ the other micro-insert could not be located") and oophoritis ("infected right ovarian cyst") in a 30-year-old female patient who had essure (ess205) (batch no. 867600- inv,622312) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder disease. Previously administered products included for birth control: birth control pills from 2002 to (B)(6) 2007. Concurrent conditions included overweight, ovarian cyst and infection. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding; prolonged menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 4 months 20 days after insertion of essure (ess205). On (B)(6) 2007, the patient was found to have weight increased ("weight gain"). On (B)(6) 2007, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)") and pelvic pain ("severe pelvic pain / pelvic cramping/pain"). On (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On 7-mar-2016, the patient experienced oophoritis (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"), lip swelling ("swelling in lips"), swelling face ("swelling in face"), pruritus ("itching"), rash ("rashes/skin rash"), erythema ("redness or changes in skin color") and skin discolouration ("changes in skin color, dry patches that resemble a burn, itching, blisters"). In (B)(6) 2016, the patient experienced dry skin ("dry patches that resemble a burn") and blister ("blisters"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain/ abdominal cramping, when not menstruating"), back pain ("lower back pain"), uterine pain ("uterine pain, even when not menstruating"), menstrual disorder ("abnormal menstruation"), ovarian cyst ("ovarian cysts"), vaginal infection ("chronic vaginal infections"), abdominal pain ("abdominal cramping, when not menstruating"), complication of device removal ("inability to locate and remove the second essure micro-insert") and mass ("bumps"). The patient was treated with beta-lactamase sensitive penicillins, fluconazole (diflucan) and surgery (partial hysterectomy, trachelectomy, right salpingectomy and oopherectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, oophoritis, dysmenorrhoea, back pain, uterine pain, menstrual disorder, ovarian cyst, vaginal infection, vaginal discharge, vaginal haemorrhage, lip swelling, swelling face, pruritus, rash, mass, erythema, skin discolouration, dry skin, blister, fatigue, weight increased and alopecia outcome was unknown and the pelvic pain, abdominal pain lower, menorrhagia, abdominal pain and complication of device removal had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, blister, complication of device removal, device dislocation, dry skin, dysmenorrhoea, erythema, fatigue, lip swelling, mass, menorrhagia, menstrual disorder, oophoritis, ovarian cyst, pelvic pain, pruritus, rash, skin discolouration, swelling face, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2007, the consumer underwent a partial hysterectomy, during which her uterus was removed. Thereafter, the symptoms did not improve and on (B)(6) 2015, the consumer underwent a trachelectomy, during which her cervix was removed. After these two invasive procedures, the consumer¿s condition till did not improve, and on (B)(6) 2016 a right salpingectomy and right oophorectomy were performed, during which her right fallopian tube and right ovary were removed. During surgery, only one of the essure micro-inserts was removed and that the other micro-insert could not be located. Current weight 178 lbs, insertion details: (B)(6) 2007: procedure: the saline hysteroscopy is performed showing a normal endometrial cavity, normal tubal ostia bilaterally right fallopian tube is then cannulated per the standard essure procedure. Post procedure there was 8 coils protruding. The left tube is then cannulated per the standard essure procedure, and three coils remained post cannulization. All instruments were removed. There is minimal bleeding. The patient tolerated the procedure well. (B)(6) 2007: supracervical hysterectomy, uterus only, (B)(6) 2015: trachelectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2007: results: the right essure device had migrated out of fallopian tube and could not be located. The test confirmed full occlusion of left fallopian tube. The right tube was fully occluded. The left coil had popped out of the fallopian tube.. Pregnancy test urine: on (B)(6) 2007: results: negative. Lot number: 622312 manufacture date: 2007-01 expiration date: 2008-12 867600 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the right essure device had migrated out of her fallopian tube and could not be located/ the other micro-insert could not be located") and oophoritis ("infected right ovarian cyst") in a 30-year-old female patient who had essure (ess205) (batch no. 622312) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: birth control pills from 2002 to (B)(6) 2007. Concurrent conditions included overweight. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding; prolonged menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2007, 5 months 11 days after insertion of essure (ess205), the patient experienced weight increased ("weight gain"). On (B)(6) 2007, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain") and pelvic pain ("severe pelvic pain / pelvic cramping/pain"). On (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced oophoritis (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced pruritus ("itching"), rash ("rashes/skin rash"), skin discolouration ("changes in skin color, dry patches that resemble a burn, itching, blisters"), dry skin ("dry patches that resemble a burn") and blister ("blisters"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain/ abdominal cramping, when not menstruating"), back pain ("lower back pain"), uterine pain ("uterine pain, even when not menstruating"), menstrual disorder ("abnormal menstruation"), ovarian cyst ("ovarian cysts"), vaginal infection ("chronic vaginal infections"), abdominal pain ("abdominal cramping, when not menstruating"), complication of device removal ("inability to locate and remove the second essure micro-insert"), lip swelling ("swelling in lips"), swelling face ("swelling in face"), mass ("bumps") and erythema ("redness or changes in skin color"). The patient was treated with surgery (partial hysterectomy, trachelectomy, right salpingectomy and oopherectomy). Essure (ess205) was removed. At the time of the report, the device dislocation, oophoritis, dysmenorrhoea, back pain, uterine pain, menstrual disorder, ovarian cyst, vaginal infection, vaginal discharge, vaginal haemorrhage, lip swelling, swelling face, pruritus, rash, mass, erythema, skin discolouration, dry skin, blister, fatigue, weight increased and alopecia outcome was unknown and the pelvic pain, abdominal pain lower, menorrhagia, abdominal pain and complication of device removal had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, blister, complication of device removal, device dislocation, dry skin, dysmenorrhoea, erythema, fatigue, lip swelling, mass, menorrhagia, menstrual disorder, oophoritis, ovarian cyst, pelvic pain, pruritus, rash, skin discolouration, swelling face, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2007, the consumer underwent a partial hysterectomy, during which her uterus was removed. Thereafter, the symptoms did not improve and on (B)(6) 2015, the consumer underwent a trachelectomy, during which her cervix was removed. After these two invasive procedures, the consumer¿s condition till did not improve, and on (B)(6) 2016 a right salpingectomy and right oophorectomy were performed, during which her right fallopian tube and right ovary were removed. During surgery, only one of the essure micro-inserts was removed and that the other micro-insert could not be located. Current weight 178 lbs. Insertion details: 22-feb-2007: procedure: the saline hysteroscopy is performed showing a normal endometrial cavity, normal tubal ostia bilaterally right fallopian tube is then cannulated per the standard essure procedure. Post procedure there was 8 coils protruding. The left tube is then cannulated per the standard essure procedure, and three coils remained post cannulization. All instruments were removed. There is minimal bleeding. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Pregnancy test urine - on (B)(6) 2007: negative. On (B)(6) 2007 - hysterosalpingogram: the right essure device had migrated out of fallopian tube and could not be located. The test confirmed full occlusion of left fallopian tube. Most recent follow-up information incorporated above includes: on 7-may-2018: following company internal coding review, the reported event "infected right ovarian cyst" was recoded to the meddra llt: ovarian infection. Event was upgraded to incident. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the right essure device had migrated out of her fallopian tube and could not be located/ the other micro-insert could not be located") in a 30-year-old female patient who had essure (ess205) (batch no. 622312) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: birth control pills from 2002 to (B)(6) 2007. Concurrent conditions included overweight. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding; prolonged menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2007, 5 months 11 days after insertion of essure (ess205), the patient experienced weight increased ("weight gain"). On (B)(6) 2007, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain") and pelvic pain ("severe pelvic pain / pelvic cramping/pain"). On (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced oophoritis ("infected right ovarian cyst"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced pruritus ("itching"), rash ("rashes/skin rash"), skin discolouration ("changes in skin color, dry patches that resemble a burn, itching, blisters"), dry skin ("dry patches that resemble a burn") and blister ("blisters"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain/ abdominal cramping, when not menstruating"), back pain ("lower back pain"), uterine pain ("uterine pain, even when not menstruating"), menstrual disorder ("abnormal menstruation"), ovarian cyst ("ovarian cysts"), vaginal infection ("chronic vaginal infections"), abdominal pain ("abdominal cramping, when not menstruating"), complication of device removal ("inability to locate and remove the second essure micro-insert"), lip swelling ("swelling in lips"), swelling face ("swelling in face"), mass ("bumps") and erythema ("redness or changes in skin color"). The patient was treated with surgery (partial hysterectomy, trachelectomy, right salpingectomy and oopherectomy). Essure (ess205) was removed. At the time of the report, the device dislocation, dysmenorrhoea, back pain, uterine pain, menstrual disorder, ovarian cyst, vaginal infection, vaginal discharge, vaginal haemorrhage, lip swelling, swelling face, pruritus, rash, oophoritis, mass, erythema, skin discolouration, dry skin, blister, fatigue, weight increased and alopecia outcome was unknown and the pelvic pain, abdominal pain lower, menorrhagia, abdominal pain and complication of device removal had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, blister, complication of device removal, device dislocation, dry skin, dysmenorrhoea, erythema, fatigue, lip swelling, mass, menorrhagia, menstrual disorder, oophoritis, ovarian cyst, pelvic pain, pruritus, rash, skin discolouration, swelling face, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2007, the consumer underwent a partial hysterectomy, during which her uterus was removed. Thereafter, the symptoms did not improve and on (B)(6) 2015, the consumer underwent a trachelectomy, during which her cervix was removed. After these two invasive procedures, the consumer¿s condition till did not improve, and on (B)(6) 2016 a right salpingectomy and right oophorectomy were performed, during which her right fallopian tube and right ovary were removed. During surgery, only one of the essure micro-inserts was removed and that the other micro-insert could not be located. Current weight 178 lbs. Insertion details: (B)(6) 2007: procedure: the saline hysteroscopy is performed showing a normal endometrial cavity, normal tubal ostia bilaterally right fallopian tube is then cannulated per the standard essure procedure. Post procedure there was 8 coils protruding. The left tube is then cannulated per the standard essure procedure, and three coils remained post cannulization. All instruments were removed. There is minimal bleeding. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Pregnancy test urine - on (B)(6) 2007: negative . On (B)(6) 2007 - hysterosalpingogram: the right essure device had migrated out of fallopian tube and could not be located. The test confirmed full occlusion of left fallopian tube. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number (622312) added. Events abnormal bleeding (vaginal), swelling in lips, swelling in face, itching, rashes/skin rash, infected right ovarian cyst, bumps, redness or changes in skin color, redness or changes in skin color, changes in skin color, dry patches that resemble a burn, itching, blisters, fatigue, weight gain and hair loss added on 1-mar-2018: fu4 and fu5 processed together incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the right essure device had migrated out of her fallopian tube and could not be located/ the other micro-insert could not be located") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), pelvic pain ("severe pelvic pain / pelvic cramping"), abdominal pain lower ("lower abdominal pain/ abdominal cramping, when not menstruating"), back pain ("lower back pain "), uterine pain ("uterine pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding; prolonged menstruation"), menstrual disorder ("abnormal menstruation"), ovarian cyst ("ovarian cysts"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal cramping, when not menstruating") and complication of device removal ("inability to locate and remove the second essure micro-insert"). The patient was treated with surgery (partial hysterectomy, trachelectomy, right salpingectomy and oopherectomy). At the time of the report, the device dislocation, dysmenorrhoea, back pain, uterine pain, menstrual disorder, ovarian cyst, vaginal infection and vaginal discharge outcome was unknown and the pelvic pain, abdominal pain lower, menorrhagia, abdominal pain and complication of device removal had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, complication of device removal, device dislocation, dysmenorrhoea, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, uterine pain, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: on (B)(6)2007, the consumer underwent a partial hysterectomy, during which her uterus was removed. Thereafter, the symptoms did not improve and on (B)(6)2015, the consumer underwent a trachelectomy, during which her cervix was removed. After these two invasive procedures, the consumer¿s condition till did not improve, and on (B)(6)2016 a right salpingectomy and right oophorectomy were performed, during which her right fallopian tube and right ovary were removed. During surgery, only one of the essure micro-inserts was removed and that the other micro-insert could not be located. Diagnostic results: on (B)(6)2007 - hysterosalpingogram: the right essure device had migrated out of fallopian tube and could not be located. The test confirmed full occlusion of left fallopian tube. Most recent follow-up information incorporated above includes: on (B)(6)2018: case correction: after an internal review, it was realized that the previous plaintiff fact sheet and medical records received refers to another consumer (case (B)(4)). Therefore the previous information extracted (reporter information, essure information including lot number and the events dyspareunia, vaginal bleeding and legs pain) was deleted from this case. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the right essure device had migrated out of her fallopian tube and could not be located") in an adult female patient who had essure (batch no. 867600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 (((B)(6) 2004, (B)(6) 2000, (B)(6) 1997)), termination of pregnancy - elective, hypertension, depression, anxiety and vaginal delivery. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2007 to 2012 for birth control as well as amlodipine, anesthetics, general (general anesthesia), ibuprofen (motrin), metoprolol succinate (toprol-xl), promethazine and venlafaxine. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain; dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, back pain ("lower back pain (started out as mild and increased as the time went on until it was severe.)"), uterine pain ("uterine pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding; prolonged menstruation/ abnormal bleeding (menorrhagia)"), menstrual disorder ("abnormal menstruation"), ovarian cyst ("ovarian cysts"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal cramping, when not menstruating") and pain in extremity ("legs pain (started out as mild and increased as the time went on until it was severe.)"). The patient was treated with surgery (partial hysterectomy, trachelectomy, right salpingectomy and oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and abdominal pain had not resolved, the dysmenorrhoea, back pain, uterine pain, menstrual disorder, ovarian cyst, vaginal infection, vaginal discharge and pain in extremity outcome was unknown and the menorrhagia, dyspareunia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, ovarian cyst, pain in extremity, uterine pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2007, the consumer underwent a partial hysterectomy, during which her uterus was removed. Thereafter, the symptoms did not improve and on (B)(6) 2015, the consumer underwent a trachelectomy, during which her cervix was removed. After these two invasive procedures, the consumer¿s condition till did not improve, and on (B)(6) 2016 a right salpingectomy and right oophorectomy were performed, during which her right fallopian tube and right ovary were removed. During surgery, only one of the essure micro-inserts was removed and that the other micro-insert could not be located. According to medical records and pfs: essure coils were deployed into both fallopian tube with two coils protruding into the uterine cavity. The patient was awakened from anesthesia without difficulty. The patient was brought to the recovery room in stable condition. Her pain started out as mild and increased as the time went on until it was severe. The plaintiff did not claim that essure worsened a previously existing injury/condition. During removal surgery, during hysteroscopy, the tube ostia on the left side was visualized, and again, it was intact, and there was no evidence of any essure coil or transducer protruding from the left side. Next, the camera was swung around to the right ostia, and again, there was no evidence of essure coil or transducer protruding from the ostia inside the uterus on the right side. Both essure coils were removed by laparoscopy in their entirety, both devices were inside the fallopian tubes; no evidence of part of devices were seen afterwards. After essure removal the severity of plaintiff's pain diminished, to the point where plaintiff is only experiencing occasional mild lingering pain. Her bleeding has immediate relief and her dyspareunia went away. Diagnostic results: (B)(6) 2007 - hysterosalpingogram: the right essure device had migrated out of fallopian tube and could not be located; full occlusion of left fallopian tube. (B)(6) 2015: surgical pathology report final diagnosis- fallopian tube, bilateral, salpingectomy: complete cross-section of unremarkable. Gross description: specimen a: received in formalin in one container labeled with the patient's name and "bilateral fallopian tubes with essure" are bilateral fallopian tubes measuring 6.2 x 0.7 x 0.5 cm and the second tube measures 5.8 x 0.8 x 0.8 cm. Both two tubes show fimbriae at the distal end. Lumen of both tubes has an inserted metal wire-like essure. Sectioning of fallopian tubes is grossly unremarkable. Representative sections submitted in two cassettes labeled a 1-a2. A 1: first tube; a2: second tube. Current weight 180 lbs. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain and dysmenorrhea. Most recent follow-up information incorporated above includes: on 21-feb-2018: plaintiff fact sheet and medical records received: essure lot number was provided; essure model was also updated according to newly received implantation date ((B)(6) 2012). The events dyspareunia, vaginal bleeding and legs pain were added. Information regarding essure insertion and removal procedures were reported. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the right essure device had migrated out of her fallopian tube and could not be located") in a female patient who had essure (ess205) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain;"), pelvic pain ("severe pelvic pain / cramping "), abdominal pain lower ("lower abdominal pain "), back pain ("lower back pain "), uterine pain ("uterine pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding; prolonged menstruation"), menstrual disorder ("abnormal menstruation"), ovarian cyst ("ovarian cysts"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal cramping, when not menstruating "). The patient was treated with surgery (partial hysterectomy, trachelectomy, right salpingectomy and oopherectomy ). At the time of the report, the device dislocation, pelvic pain, menorrhagia and abdominal pain had not resolved and the dysmenorrhoea, abdominal pain lower, back pain, uterine pain, menstrual disorder, ovarian cyst, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, uterine pain, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: on (B)(6) 2007, the consumer underwent a partial hysterectomy, during which her uterus was removed. Thereafter, the symptoms did not improve and on (B)(6) 2015, the consumer underwent a trachelectomy, during which her cervix was removed. After these two invasive procedures, the consumer¿s condition till did not improve, and on (B)(6) 2016 a right salpingectomy and right oophorectomy were performed, during which her right fallopian tube and right ovary were removed. During surgery, only one of the essure micro-inserts was removed and that the other micro-insert could not be located. Diagnostic results: on (B)(6) 2007 - hysterosalpingogram: the right essure device had migrated out of fallopian tube and could not be located; full occlusion of left fallopian tube. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.